Event description:
Healthcare professional reported that a patient received a coolsculpting elite treatment to the lower, mid and upper abdomen on (B)(6) 2025 while using c120 applicator and c150 applicator, to the braline while using c135 applicator and to the flanks while using unknown applicator on (B)(6) 2025 and presented with paradoxical hyperplasia 9 months post treatment. Healthcare professional described paradoxical hyperplasia as "the affected areas are enlarged and are more firm to the touch than untreated area".

Manufacturer narrative:
Corrected data: b5 (area of concern).

Event description:
Healthcare professional reported that a patient received a coolsculpting elite treatment to the lower, mid and upper abdomen on (B)(6) 2025 while using c120 applicator and to the infra-scapular on (B)(6) 2025 while using c135 applicator and presented with paradoxical hyperplasia 9 months post treatment. Healthcare professional described paradoxical hyperplasia as "the affected areas are enlarged and are more firm to the touch than untreated area".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.